Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp2008 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that blood leak at the distal level (non-return valve). Consequence: use of a second unit. The device was not retained. No other information was provided.